Manufacturer narrative:
Product complaint # (B)(4). Investigation summary they had to revise the patient. First surgery where the patient received a hip replacement was 2019. ¿the product was not returned to depuy synthes, however photos were provided for review. See attachment "failed hip implant". The photo investigation revealed that the unk hip femoral stem corail shows a fracture at the neck section. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was confirmed as the observed condition of the unk hip femoral stem corail would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: corrected: d3, e4, g1 (manufacturing site name).

Event description:
They had to revise the patient. First surgery where the patient received a hip replacement was 2019.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.